Manufacturer narrative:
The reported event was addressed with phone support. During a procedure, the customer reported that the 8mm prograsp forceps on universal surgical manipulator (usm) 4 was broken and could not be removed. They explained that the tip was angled, preventing withdrawal through the cannula. Technical support engineer (tse advised pressing the emergency stop button and suggested using another instrument to straighten the tip, but this attempt was unsuccessful. Tse advised that the instrument might need to be removed along with the cannula if it was safe. The customer said the team was attempting this but worried the tip could break off inside the patient and planned to contact clinical sales representative (csr) before ending the call. Tse later observed that the instrument was successfully removed after the call. Tse followed up with csr, who confirmed that the staff successfully removed the instrument during his call but did not provide any details to the original caller. New instruments were installed, and the procedure continued. Upon calling back, the customer confirmed that they had removed the instrument along with the trocar, and the team resumed the case. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm monopolar curved scissors (mcs) instrument was broken and not able to remove it. Technical support engineer (tse) reviewed the events and saw that the prograsp forceps was still on universal surgical manipulator (usm) 4. The tip was at an angle, and they are not able to back the instrument out through the cannula. Tse asked the caller to press on the emergency stop button when attempting to remove the instrument. Tse asked if they tried using another instrument to help straighten the tip and they did but was not successful. Tse informed that caller that they will possibly need to remove the instrument with the cannula if it is safe to do so. The site attempted to do but have concerns that the tip may break off into the patient and were going to call csr for some assistance and hung up. Tse was monitoring the events page and noticed that they instrument was removed after hanging up. Tse followed up with csr on the resolution and he stated that the staff was able to remove it when he jumped on the call. Csr didn't get any information for the caller after confirming that the instrument was out. Tse saw that the system had new instruments install and appears that they are continuing with the case and confirmed that surgeon was able to remove the instrument with the trocar on it and resumed the case. The site was applying energy from the msc to the pro grasp and melted the instrument which cause the issue. Tse stated that he was saw the instrument on usm 4 and requested for the energy levels when the incident happened however tse was not able to provide that information with no errors reported by the system at the time of the incident and with the continuation of the case. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was in arm 2. It was a prograsp but unsure which one of the 2 options given. Per recollection, the distal end of the prograsp where the graspers are was damaged/broken. Yes, there was angulation at this point on the instrument. There was no spark or burn. The site confirmed that the doctor was holding tissue with arm 2 prograsp and using monopolar scissors in arm 4. Yes, instruments were connected properly. There was not a fragment that fell into abdominal cavity. The thermal damage was observed when she asked to remove prograsp because it was working properly and the site looked at with the camera the distal port because the instrument wouldn't come out of the port properly. It was suspected that the monopolar scissors and prograsp instruments cannot be touched together but could not be confirmed. The event date confirmed to be 08/07/2025.

Event description:
Refer to h11 for follow-up information.